Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for evaluation.

Event description:
The customer reported noted lipid fluid leaking between the max zero connector and the nonbd low sorb straight tubing. IV setup replaced however approximately 3 hours later leaking was noted again and the max zero connector was replaced. There was no patient harm.